Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was returned in a deflated state. Solidified media was present inside the inflation lumen. Since the shaft of the device was broken an inflation aid was used and attached to a verified boston scientific encore inflation unit and positive pressure was applied. The balloon was inflated to its rate of burst pressure and pressure was held for 30 seconds without issue. A vacuum was then applied and the balloon deflated fully with no issues. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified multiple hypotube kinks as well as a break at 46.5cm distal to the distal end of the strain relief. A visual and tactile shaft polymer extrusion examination identified no issues. The marker bands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
Reportable based on device analysis completed on 31aug2022. It was reported that the balloon failed to inflate. The stenosed target lesion was in the left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure the balloon could not dilate with no visual issue noted on the device. The device was normally removed and the procedure was completed with another of the same device. No complications reported and the patient is stable. However, device investigations revealed a break at 46.5cm distal to the distal end of the strain relief.